Event description:
Consumer called to report meter accuracy issues. There are large discrepancies between readings and how she feels. Also had a hospital lab test and there was a large difference. Analysis run on consensus error grid using lab reading (140) as ref. Point vs. Bd readings (301, 324, 296) yeilded data points in the c zone of the grid, outside or acceptable limits.